Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented after an alert. Upon interrogation, the right ventricular lead exhibited low impedance and noise which led to pacing inhibition. Noise was not able to be reproduced in clinic. The device was reprogrammed.